Event description:
I had essure placed (B)(6)2013. I had heavy bleeding ( would fill a pad within a hour). Had to have hysterectomy (B)(6) 2013 just to stop the bleeding, (B)(6) 2014 had fallopian tube's as well as essure removed and left ovarian cysts drained. Due to the essure I developed blood clots in arm and now have to be on warfin. (B)(4).